Event description:
On (B)(6) 2012, initial surgery; ventral hernia repair with component separation, placement of biological mesh, repositioning of colostomy, and abdominal wall reconstruction. On (B)(6) 2012, return to surgery for washout and replacement of wound vac drain. Biological mesh disintegrated in the mid portion creating an evisceration of the patient. On (B)(6) 2012, return to surgery for repair of ventral hernia, removal of failed biological mesh (none found).